Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check and the occlusion appeared to possibly be related to the cartridge. The customer acknowledged that the cartridge should be changed.